Event description:
On (B)(6) 2013, the reporter contacted lifescan in the USA, alleging the system kit was missing the lancing device. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.